Event description:
It was reported that the pt vomited beside the edi catheter but a retention inspection done prior to the vomiting had not produced any liquid. The edi catheter had been inserted longer than the recommended 5 days. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought and the edi catheter has been requested back for investigation. A supplemental medwatch will be provided after investigation.